Event description:
It was reported by the customer that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder presented with a safety device broken. Two occurrences. Verbatim: customer states issues with the product twice. Issues occurred after patient venipuncture. In one instance, the safety shield snapped/fell off and the lab tech had to carefully drop the used and uncovered needle into the sharps container. For the second incident, the safety shield appeared "split" and loosely attached to the hinge. For this case, the needle was also successfully discarded in the sharps container. No needlestick injuries occurred.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been provided and the following fields have been updated. D.10 device available for evaluation: yes. D.10. Device returned on 09 jun 2023. H.6. Investigation summary: bd received 41 samples and 4 photos for investigation. The photos were reviewed and show the product packaging. Additionally, 20 of the customer samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for detective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode detective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported by the customer that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder presented with a safety device broken. Two occurrences. Customer states issues with the product twice. Issues occurred after patient venipuncture. In one instance, the safety shield snapped/fell off and the lab tech had to carefully drop the used and uncovered needle into the sharps container. For the second incident, the safety shield appeared "split" and loosely attached to the hinge. For this case, the needle was also successfully discarded in the sharps container. No needlestick injuries occurred.